Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Visual inspection confirmed that the drill guide support on the returned handpiece was bent. Functional inspection confirmed that a drill with a long attachment could only be inserted into the handpiece with a lot of force, more than is typically necessary for a handpiece. This is misuse/abuse. Since only the handpiece was returned and the drill guide support was damaged, we could not determine why the speed control guard initially would not come off during the case. It could have been due to debris or a drill guide support cylindrical issue, however because we were not present at the time of the case, we cannot confirm this scenario. A relationship between the device and the reported event could be established.

Event description:
It was reported that during a tka procedure, the speed control bur guard would not come off during the case. The surgeon took a mallet and banged it until it came off. Now the anspach drill will not slide into the handpiece due to the slot being bent on the handpiece. It is unknown how the procedure was completed.